Manufacturer narrative:
Reaction occurred. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the procedure name and initial procedure date? Central venous port implantation on (B)(6) 2017. How was the device applied to the incision, what layer of tissue and how many layers applied? On skin and 4 places. What prep was used prior to product application? =>no information. What was the location and incision size of the application? =>no information. Was a dressing placed over the incision? => no information. If so, what type of cover dressing used? What date did the reaction occur on? =>(B)(6) 2017. What does the reaction look like and how large of an area does the reaction cover? => reddening associated with itch covered the area where the dermabond was applied. Do you have any pictures of the reaction? => no, we don't. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. => steroid was administered. Can you identify the lot number of the product that was used? => no, we can't. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? => no information. For female patients, were they exposed to similar products, such as artificial nails? => no information. What is the most current patient status? => the patient's condition is stable. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) => no information.

Event description:
It was reported that a patient underwent a central venous port implantation on (B)(6) 2017 and topical skin adhesive was used. The day after the operation, the area where the topical skin adhesive had been applied became red and itchy. The patient was treated with steroids. The patient¿s condition is stable.